Event description:
The customer stated that his blood glucose readings and control test results had been higher than usual. He received control test results of 169, 186, and 190 mg/dl. While troubleshooting, he received 2 more control test results of 182 and 198 mg/dl. The normal control test range is 86-116 mg/dl. The customer did not allege any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.